Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the failure of the printed circuit board is likely due to the board breaking down due to the failure of the parts on the board leading to the freezing image. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Inspection of the returned unit revealed a faulty printed circuited board causing the unit¿s image to freeze. In addition, scratches on the unit¿s top cover and a faded front panel were also noted. The unit¿s switches were found discolored with dried fluid at the button switch. Moisture stains, lint and dust at the video connector unit. In addition, the unit was equipped with out dated software. The cause of the unit¿s internal failure and physical damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during evaluation. A faulty printed circuited board was noted and causing the unit¿s image to freeze. There was no patient involvement.